Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the cap of the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was foreign matter in the cap of the bd insyte autoguard bc shielded IV catheter. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received a 22ga iag bc assembly with no packaging material. Since the unit was received out of its original package, it is uncertain whether the foreign matter observed on the catheter tip was introduced during manufacturing or during/prior to usage. DHR review could not be performed as the lot number is unknown. Note: 5s cleaning is performed after each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including qs3-0035, which defines the bd gowning policy. No manufacturing root cause was identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.